Event description:
New information received notes that programming changes were made, and the oversensing was believed to be due to myopotentials. The patient was not symptomatic to the oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing and inhibition of pacing. Programming changes were discussed but did not yet occur. The patient's condition was unknown and the patient would continue to be monitored.